Manufacturer narrative:
(B)(4).

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode during a routine check. Technical services recommended device replacement and the crt-p was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code e2402 is being used to capture the surgical intervention. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error, which resulted in software resets that were performed in an attempt to correct the error. These resets then caused the device to enter safety mode. The battery was removed and detailed analysis was able to confirm the cell had a high internal impedance. The high internal impedance resulted in the software resets, reversion to safety mode operation.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode during a routine check. Technical services recommended device replacement and the crt-p was successfully explanted and replaced. No additional adverse patient effects were reported.